Event description:
My father received tvar procedure for heart valve replacement on 07/16/2019, notified a weakening of right side immediately. Was told by hosp staff that my father had hosp delirium. Two days later they gave him an MRI and was told he had suffered 8-10 strokes. Obviously not hosp delirium but strokes of the clot type. They put him on plavix, treating it as a brain bleed and did not put him on anti-coagulants which is what should have happened for the multiple strokes. Consequently, he suffered another stroke 16 days later. They now are trying anti-coagulants, coumadin and shots of lovenox. Which should have been tried after the first set of strokes. No inr was taken until 16 days later another stroke happened. We were told the tvar procedure had a 2-5% stroke risk. I believe that number is low and is probably higher. I don't believe that the hosp ((B)(6) med ctr in (B)(6)) will even report this to you so I am. The first set of strokes was bad enough, but the hosp drs dropped the ball and another stroke happened that could have been prevented with the correct medications and following the stroke protocol. They deviated from correct standard of care. Suffered multiple strokes during tvar procedure. Suffered another stroke 16 days later.